Event description:
Product used to anchor venous needle during dialysis therapy. Venous needle became dislodged due to tape not adhering sufficiently. Pt lost 150cc of blood. Treatment was stopped. The facility indicated that the pt was not injured and no other intervention was required.

Manufacturer narrative:
The product complaint investigation was concluded and showed that the product had met specifications.